Event description:
It was reported that the pt ((B)(6)) made an unspecified movement, then no longer felt stimulation. Diagnostic testing revealed invalid lead impedances. The scs lead was explanted and replaced, which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.